Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and infection at implant site, resulting in hospitalisation and treatment with IV and oral antibiotics (date and duration not reported). The issue could not be resolved; subsequently the device was explanted on (B)(6) 2019.